Event description:
It was reported that the patient experienced discomfort and unpleasant sensations. Upon x-ray examination it was determined that this right ventricular (rv) lead lost slack and was dislodged, which caused phrenic nerve stimulation. The physician decided to reposition this lead. The patient is expected to fully recover. No additional adverse patient effects were reported.